Manufacturer narrative:
H3: non-destructive analysis found that there were no anomalies and no further destructive testing was required. Continuation of d10: product ID 8596sc. Serial#(B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc; serial#: (B)(6); implanted: (B)(6) 2020; explanted: (B)(6) 2024; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 1651.48958 mcg/day), bupivacaine (20 mg at 16.5149 mg/day), and dilaudid (hydromorphone) (4.6 mg at 3.79843 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a pressure ulcer over pump port site on their left buttock that began after a refill. It had not been healing and was shallow. The patient was given medihoney and adhesive foam border was given for the wound care. Additional information received from the healthcare provider via a clinical study indicated that the wound had decreased in size and appeared to be healing. Additional information received from the healthcare provider via a clinical study indicated that the wound had decreased in size and appeared to be healing. Additional information received from the healthcare provider via a clinical study indicated that the pump and catheter were replaced.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that examination of the pump site revealed mild ecchymosis.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6)2020 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6) implanted: (B)(6) 2020,explanted: (B)(6) 2024. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.